Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump alarmed motor error. The customer's blood glucose was 405mg/dl. Customer stated they removed site twice in one day. Customer declined high blood glucose troubleshooting. The customer was advised the pump will be replaced and to revert to back up plan.

Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and it passed. The pump passed the self test, unexpected restart and all operating currents. The pump was received with a cracked reservoir tube lip.